Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Case description continued: total vessel revascularization was performed to treat the stent thrombosis in the lad and the patient was discharged on the same day (B)(6) 2012. On (B)(6) 2014, the patient experienced cardiac chest pain. The patient was referred for coronary artery bypass graft (CABG) but the patient refused to undergo any surgery and percutaneous coronary intervention (pci) was recommended. On (B)(6) 2014, 1403 days post index procedure a 2.75x8 mmm non-abbott stent was implanted in the 1st obtuse marginal to treat 80% stenosis, balloon angioplasty and a 2.25x12 mm non-abbott stent were used to treat 75% stenosis in the distal left circumflex (lcx), and a 4.0x12 mm non-abbott stent was implanted to treat 70% stenosis in the left main coronary artery. On (B)(6) 2014, the event was considered to be resolved without residual effects and the patient was discharged on aspirin and plavix. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and/or lot number was not provided. Dyspnea, thrombosis and angina are listed in the promus everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that on (B)(6) 2010, the subject presented with recurrent prolonged chest pain and was diagnosed with non q-wave non st segment elevation myocardial infarction. Cardiac catheterization was recommended. The index procedure was performed on (B)(6) 2010. The patient had a de novo lesion located in the proximal left circumflex with 90% stenosis and 14 mm long with a reference diameter of 2.75 mm. Pre-dilatation was performed followed by placement of a 2.75x16 mm non-abbott stent resulting in 0% residual stenosis. Additionally, the patient had a de novo lesion located in the proximal left anterior descending (lad) artery with 75% stenosis and was 36 mm long with a reference vessel diameter of 2.75 mm. Direct stenting was performed using a 2.75x38 mm non-abbott stent with 0% residual stenosis and in addition a 2.5x12 mm promus stent was deployed in the proximal lad. On (B)(6) 2010, the patient was discharged on aspirin and prasugrel. On 15 (B)(6) 2012, the patient presented with cardiac chest pain related to the 2.5x12 mm promus stent and an acute closure in the mid lad. On (B)(6) 2012, the event was considered resolved without residual effects and the patient was discharged on the same day on aspirin and clopidogrel. On (B)(6) 2012, 812 days post index procedure the patient presented with symptoms of chest pain associated with shortness of breath, coronary angiography revealed chronically occluded lad. The site confirmed that the chronic total occlusion was associated with stent thrombosis of the 2.75x38 mm non-abbott stent and the 2.5x12 mm promus stent deployed in the proximal lad during the index procedure.